Manufacturer narrative:
Device passed displacement, sleep current measurement, and active current measurement tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. Further review of the unit's interior, however, reveals that it appears that traces of insulin leaked into the unit. There were traces of moisture damage on the board particularly in the protective covering in the area below the lcd screen. Device was received with a crack in the battery tube that extends to the top of the unit where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not turn on and also insulin pump had crack at battery side. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.